Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the device performed to specification. Case data files were reviewed by biomed and heating issues were not seen. Device was not cooling. Pm performed. Mixing pump was serviced during the pm process. Serviced the circulation pump. Replaced evaporator outlet tube, double bend tube, heater, drain valves and the manifold o rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A risk review is not required as the reported event is unconfirmed. The labeling and packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer service stated the arctic sun device needed to be set up for a repair. When reached out to the customer they stated the device would not heat or cool during a therapy. Per wo notes, they have requested the data files from the device, explained that it was very unlikely a single component failure could cause it to not heat and not cool. There were no alarms were reported by the clinical staff. They discussed that after evaluating the data file, they would be able to provide better guidance on whether or not the device needed repair and what to quote in the event of a repair and would update the complaint information once the data file was received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer service stated the arctic sun device needed to be set up for a repair. When reached out to the customer they stated the device would not heat or cool during a therapy. Per wo notes, they have requested the data files from the device, explained that it was very unlikely a single component failure could cause it to not heat and not cool. There were no alarms were reported by the clinical staff. They discussed that after evaluating the data file, they would be able to provide better guidance on whether or not the device needed repair and what to quote in the event of a repair and would update the complaint information once the data file was received.